Event description:
It was reported that a user experienced elevated blood glucose of 226 mg/dl after disconnecting from the ilet infusion set for multiple hours and not reconnecting, which led to interrupted insulin delivery; the user later reconnected the infusion set during the call and received education on avoiding infusion set disconnection. Symptoms included confusion and disorientation consistent with hyperglycemia. Outcomes included self-management with guidance and no alarms or alerts reported. Investigation included troubleshooting over the phone and user education regarding proper infusion set management and exercise practices. Investigation of this case revealed user-related interruption of insulin delivery due to an infusion set being disconnected, with the infusion set and cartridge components implicated by use context rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set disconnection leading to hyperglycemia.